Event description:
During an exploratory laparoscopy, resection of sigmoid colon, drainage of pelvic abscess, colostomy, the enseal device malfunctioned. The upper jaw would not close. It had been working then it stopped. The upper jaw wouldn't come down. It stayed in the up position and could only close with force once removed from the trocar. A new device was obtained and functioned properly. The device was not saved. No harm came to the patient.